Event description:
During an in clinic follow up, upon interrogation, the device showed a higher pacing rate for the lifetime of the device then at previous follow ups. A diagnostic anomaly was suspected. The device was re-interrogated and the pacing rate shown was the expected value. The patient was stable.